Event description:
It was reported that the 12 mm endoscope, 0° had a defect on the left lens. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter to obtain additional clarification regarding the reported complaint. On (B)(6) 2014, customer replied back indicating the distal lens glass on the lens was not attached. The lens is gone. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed the customer reported complaint and found that the endoscope was missing the distal window resulting in fluid invasion and subsequent damage to the optical components. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing distal window could likely cause or contribute to an adverse event if the failure mode were to recur.